Event description:
It was reported occlusion alarms occurred, the pump battery could not be charged, the wake button was sticking, the pump battery was depleting quickly and the pump touch screen was delayed at responding to presses. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.